Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. In one instance the customer was wearing the pump on rides at the amusement park. Customer reported a blood glucose (bg) level ranging from not impacted to mid 200's (mg/dl) and will administer a manual injection to stabilize bg level. There were temporary delays in clearing the alarms. However, the customer was able to clear the alarms and resume insulin delivery.